Manufacturer narrative:
The reported device, 3.2mm x 140mm bone pin, was noticed to have fractured when removing the bone pin from the femur. The second bone pin was removed in tact but bent. Device evaluation and results: not performed as the device was not returned for evaluation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w45622 shows 3 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: the failure was confirmed without the evaluation of the returned device. A review of stryker¿s nc/CAPA database indicated there has been one CAPA associated with the product and failure mode reported in this event. The CAPA completed in the catsweb system is CAPA (B)(4). Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : the device was not returned for evaluation.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. Femoral bone pins - the proximal femoral bone pin was bent but removed intact. The distal femoral 3.2mm x140mm bone pin was removed with approximately 5mm of the distal tip still anchored in the patient's posterior femoral cortex. The surgeon took a post-operative x-ray and opted to leave the fragment in place.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. Femoral bone pins - the proximal femoral bone pin was bent but removed intact. The distal femoral 3.2mm x140mm bone pin was removed with approximately 5mm of the distal tip still anchored in the patient's posterior femoral cortex. The surgeon took a post-operative x-ray and opted to leave the fragment in place.